Manufacturer narrative:
Five photos of 3ml luer-lok syringes (p/n ¿ 301073) were received and evaluated. Three of the photos each show a close-up image of one loose syringe with an unknown needle attached, and one black dot on the collar of the barrel, with all the dots in the relatively the same place. The other two photos are the same image with one being even closer than the other, shows a close-up image of the tip of the barrel having been cut and showing the inside of the barrel tip with the black dot visible. The black dot is consistent with the print of the scale markings and does not affect form, fit, or function in the photos received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: product: bd3003 phamapack 3ml bd syringe pack 50 x pcs batch numbers: 3111330 supplied 04/09/2023 - helapet purchase order 16351 3108383 supplied 14/08/2023 - helapet purchase order 16322 their complaint stated 'we have found a defect with 3ml pharma pack syringe & luer, packed as (B)(6)/ box. Please see attached photographs. The fault appears in the syringes randomly. Additional information provided: ¿ could you please provide a date of event? Our customer has made complaints on three recently. First complaint was 11/03/24, 19/04/24 & 03/05/24. ¿ please confirm the number of products affected. We have been provided with photographs of 4 syringes, however, they feel it is a continued occurrence. ¿ we would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: - unused (before use) - used (during or after use) they have no unused syringes containing the fault available. Helapet are unable to accept used syringes. The fault is found when they are actually using the syringe which means they have to discard the drugs being prepared and have to clean down the isolators which is costly and not time efficient important: if used, please confirm if the samples have been used or are contaminated with blood or cytotoxic medication. ¿ please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. There are no syringes available for collection. Just photographs. Our customer has asked us to make you aware of these incidences and would like you to investigate and prepare a report which advises of the root cause, corrective actions, and the impact of having the ¿black specs¿ in the syringes they are using. ¿ could you please confirm if there was any patient impact by this incident? I have not been advised if there has been any patient impact by the incident.